Manufacturer narrative:
The patient reported having fallen at some point after implanting the nalu system. The surgical wound dehiscence occurred after the patient fall. Lab results found no signs of infection. The most likely cause of the wound dehiscence and subsequent system explant was the patient fall.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat abdominal pain. The implantable pulse generator (ipg) was placed in the abdomen with the leads targeting the transabdominal plane. On (B)(6) 2025 the patient provided a picture to a nalu representative of what appeared to be an exposed lead. The patient was referred to the physician who explanted the entire system on (B)(6) 2025.